Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. All system functions were tested and there were no errors noted in the event log. Anomalous system shut off. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up during a procedure and required a system reboot to restore function for case completion.